Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of a fracture is confirmed and was determined to be use related. One 5 fr dual lumen groshong nxt catheter was returned for evaluation. An initial visual observation showed the catheter was returned in two segments and was broken at the distal end of the molded joint. Tensile weakness was observed in the catheter approximately 2 cm distal to the break and in a 2 cm section between the 41 cm and 43 cm depth markers. Tensile weakness was also observed in both extension legs of the catheter approximately 0.3 cm distal to the strain relief of the hubs. A microscopic observation revealed the fracture surface of the break in the catheter was mostly smooth and granular in texture. The location and physical characteristics of the break observed in the catheter are typical of tensile failure caused by over-stretching of the catheter. A lhr cannot be performed as no lot number was provided by the complainant.

Event description:
During evaluation it was noted that the catheter had a tensile break.